Manufacturer narrative:
Compromised force sensor system alarm during the basic occlusion test due to protruded/loose drive support disk. Unable to perform occlusion, prime/compromised force sensor system, and excessive no delivery test due to compromised force sensor system alarm. Unable to test for history anomaly due to compromised force sensor system alarm. Insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked battery tube threads, and cracked belt clip slot.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system during the rewind and prime sequence. Customer's blood glucose level was 319 mg/dl. She treated her high blood glucose level with the insulin pump and manually corrected with a 10 unit dose of insulin. The customer takes prednisone for another non-diabetes health issue but it raises her blood glucose. The insulin pump started counting one through six but it then went back to the home screen. The insulin pump was stuck in the prime rewind loop. The customer was unable to access the alarm history. The customer was advised that the device would be replaced and agreed to return the product for analysis.